Manufacturer narrative:
Correction to b5: device exhibited crosstalk oversensing versus farfield oversensing.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited a drop in left ventricular pacing percentage and crosstalk oversensing on the left ventricular (lv) lead channel. Technical services (ts) was consulted and recommended adjusting sensitivity or changing the sensing vector. Upon changing the sensing vector, a better signal was received. Ts reviewed device settings and observed patient shock morphology, suggesting testing options to optimize the qrs complex. No adverse patient effects were reported. This crt-d system remains in service.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited a drop in left ventricular pacing percentage and farfield oversensing on the left ventricular (lv) lead channel. Technical services (ts) was consulted and recommended adjusting sensitivity or changing the sensing vector. Upon changing the sensing vector, a better signal was received. Ts reviewed device settings and observed patient shock morphology, suggesting testing options to optimize the qrs complex. No adverse patient effects were reported. This crt-d system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.